Event description:
It was reported to philips that geometry movement was not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned/non-emergency treatment and the procedure was completed as planned. The third party engineer rebooted the system and moved the detector to a working position and instructed the customer not to move the sid, and they used the room for the rest of the day. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement was not available. Review of the log file showed problems with the image detector shift - motor drive (frtids) resulting in the user message: some stand movements are not available. Upon troubleshooting, fse found an issue with amc, detector shift error and the c-arm had geometry issues. To resolve the issue, fse replaced amc triple servo drive, calibrated geo 3d, but the issue reoccurred and was resolved by replacing the amc and installing the ether cat monitor and by replacing the 4 cables for the ids to amc. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.